Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for eval.

Event description:
Consumer was removing a tampon and pieces of the tampon came apart during tampon removal leaving cotton pieces insider her. Consumer was able to remove remaining pieces on her own.